Event description:
On the reporter contacted animas stating the keypad buttons were intermittently responsive. The keypad cover reportedly came off prior to the response issue with the buttons. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.